Manufacturer narrative:
Batch review performed on 22 july 2016. Lot 1410927: (B)(4) items manufactured and released on 26 june 2014. No anomalies found related to the problem. To date,(B)(4) other similar events have been already reported on items of the same lot.

Event description:
While preparing for the screw for an l4/5 case, the surgeon used an alif compression screw to prepare the screws path. The instrument broke while engaged in the plate. The broken piece was removed from the plate. No fragments remained. The surgery was completed successfully.